Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a stone extraction procedure. The exact date of the event and procedure date are unknown; however, it was reported to be in the week of 33 ((B)(6) 2014.) According to the complainant, during the procedure, the physician used a non-bsc sphincterotome to place the jagwire guidewire in the common bile duct. The non-bsc sphincterotome was removed and the stone basket was advanced along the guidewire to the desired location. While the physician was manipulating the basket to remove the stone, it was noticed that the hydrophilic tip was detached exposing the tip of the metal corewire. The detached tip was retrieved using the basket. The procedure was completed with this jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). Reported event of guidewire tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was detached exposing the tip of the metal corewire. Presence of adhesive remnants was found indicating that the pebax was properly attached to the corewire. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. It is most probable that anatomical/procedural factors could have generated the failure reported. Based on all gathered information, the most probable root cause is ¿operational context.¿ a DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a stone extraction procedure. The exact date of the event and procedure date are unknown; however, it was reported to be in (between (B)(6) 2014.) According to the complainant, during the procedure, the physician used a non-bsc sphincterotome to place the jagwire guidewire in the common bile duct. The non-bsc sphincterotome was removed and the stone basket was advanced along the guidewire to the desired location. While the physician was manipulating the basket to remove the stone, it was noticed that the hydrophilic tip was detached exposing the tip of the metal corewire. The detached tip was retrieved using the basket. The procedure was completed with this jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.